Manufacturer narrative:
A ge service representative evaluated the system and determined the hard drive needed to be replaced, and new software loaded. Customer decided not to have the hard drive replaced and software loaded because system was operating as intended.

Event description:
The customer reported the system locked up and would not fluoro during a case. No patient injury was reported.